Event description:
The customer reported the right monitor blackened during use. Later, both monitors failed to operate and emitted a burning scent. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The crt filament was found not operable. Therefore, the monitor was replaced. The system was then found to be working as intended.